Manufacturer narrative:
This report is associated with argus (B)(4), breathe right nasal strips.

Event description:
As a younger man I had a vivid dream. I was grubbing on chewy salty bacon, divine. When I awoke my breathe right strip was missing. [Accidental device ingestion] case description: this case was reported by a consumer via interactive digital media and described the occurrence of accidental device ingestion in a male patient who received breathe right nasal strips nasal strip (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to breathe right nasal strips. Additional details, the adverse event information was received via (B)(6) on 07 may 2017. The consumer posted that "as a younger man I had a vivid dream. I was grubbing on chewy salty bacon, divine. When I awoke my breathe right strip was missing".